Event description:
The facility reported a flo-gard infusion pump with a malfunction of no prende "does not turn on." After evaluation the quality engineer determined the problem to more specifically be refering to a battery issue. This condition has the potential to cause an interruption of delivery. The event was reported to have occurred after delivery in biomedical services. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition, "does not turn on", was confirmed by service. The quality engineer determined the battery to be the specific problem. The cause of the determined condition was a swollen main battery. The main battery was replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced for the reported condition. (B)(4). Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.